Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Device replacement was recommended. At this time, device remains in service. No additional adverse patient effects were reported.